Event description:
During a coronary drug eluting stenting treatment procedure, the stent delivery balloon did not inflate. In 2005, the target vessel was a mid right coronary artery which was mildly tortuous. The ostial lesion was severely calcified and 70-80% stenotic. An unknown size rotoblator was used 3 times before an unknown size voyageur balloon was used to pre-dilate the area. When the taxus express2 2.5 x 24 mm drug eluting stent was attempted to be placed, it was advanced three separate times due to the severe calcification. Upon the first attempt to inflate, the stent delivery balloon would not maintain pressure as the balloon had ruptured. The hcp believes a pinhole occurred during advancement due to the calcified area. There were no patient complications and the procedure was successfully completed with another of the same device.